Event description:
Consumer sustained second degree burns to her back within one and one-half hrs of applying the heat pack, in accordance with the instructions noted on the packaging. She has received medical treatment from her primary care physician as well as treatment at the kent county wound center. She has been ordered by her physician to stay out of work and avoid any physical exertion. Info on treatments or medication have not been provided. She has reported burning pain, discomfort, and loss of sleep.